Event description:
Additional information indicates that migration was identified. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was replaced to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had ineffective stimulation. Reprogramming was unable to restore effective therapy surgical intervention may be taken at a later date to address the issue. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6) , batch: a000162400.